Event description:
On 10/13/1999, the account reported an imx b-hcg result of 9032miu/ml. The sample was repeated and was 17,768 miu/ml. The physician was monitoring the pt for possible ectopic pregnancy. The physician was going to take the pt to surgery based on initial results. Pt was not taken to surgery. No report of injury.